Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the leading olive separation could not be determined with the provided information.

Event description:
On (B)(6) 2016, a gore(tm) excluder(tm) iliac branch endoprosthesis was implanted as part of an endovascular repair. As the device was being prepared for use, it was noted that the packaging mandrel in the removable guidewire tube was difficult to remove. Reportedly, after several attempts, and the use of force the mandrel was successfully removed. The device was advanced into position within the sheath with no resistance, and the device was deployed with no issue. It was reported that during removal of the iliac branch endoprosthesis, the leading olive detached from the delivery catheter and remained on the guidewire. The device was reportedly not advanced outside of the sheath and no resistance was met during withdrawal when the leading olive detached. Further, it was reported no anatomical restrictions were observed that may have caused or contributed to the leading olive separation. The leading olive was able to be removed from the patient. The procedure was completed with no further issues, and the patient tolerated the procedure.